Event description:
Information was received from the company representative after he visited the site to troubleshoot the tablet device. The dosing screen was found to be frozen. A hard reset was performed and parameter adjustments were attempted. The frozen screen issue continued to occur intermittently. The tablet device and programming wand have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Brand name; corrected data: new information received corrects the suspect device. Type of device, name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Model #, serial #, lot#, expiration date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's tablet was unable to interrogate two patient's devices. It was reported that the tablet screen would freeze during interrogation and communication. Another programming system was used to successfully program the patient's devices. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Product analysis was completed for the tablet device. No anomalies associated with the tablet performance were noted during testing. The tablet performed according to functional specifications. Product analysis was completed for the programming wand. The device failed to consistently communicate during functional testing. The serial data cable, which produced communication errors, had an intermittent conductor at the handle location. A known good bench serial data cable was substituted and all communications errors cleared. No visual anomaly was identified. Continuity testing of the battery cable passed. After the serial data cable was substituted, the programming wand performed according to functional specifications. The cause of the anomaly appears to be due to wear.